Event description:
Additional information received indicated that the device was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the device was suspected to be prematurely depleted. The device was recommended to be replaced. The patient was stable after the event. No further information is available at this time.